Manufacturer narrative:
Analysis of the data from the event shows a rescue attempt lasting 41 minutes and 54 seconds and consisting of 3,987 compressions. During the rescue attempt, the unit prompted the user to adjust the piston twice. The first adjustment request occurred during the initial run of the device. The device stopped, to prompt the user to adjust the piston, but instead of adjusting the piston, the user continued running compressions. The device performed ~4000 compressions for ~35 minutes until the end of the rescue when the device again required a piston adjustment. No piston adjustments were made, and the device was powered off as the ems crew were informed 10 minutes earlier by the md on site, that they could stop compressions as the patient was unresponsive. Had they adjusted the piston down, it would have continued to perform compressions. The review of the data does not indicate damage or malfunction, nor does it indicate a reason to return the unit. The data indicates that the unit is functional and should be ok for rescue. Our customer service team spoke with the customer and reviewed the investigation results. The customer understood and agreed with our assessment of what occurred during the rescue.

Event description:
A professional customer reported that their compression module stopped performing compressions after 35 minutes of use. The ems crew powered off the unit at this point as they were informed 10 minutes earlier by the md on site, that they could stop compressions as the patient was unresponsive. The patient was not resuscitated.